Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications the device was not returned for analysis as it remains implanted. Additional information received confirmed that there were no issues with the preparation or advancement of the coil. Based on the available information, it is likely that the microcatheter moved due to anatomical factors and as the coil and microcatheter were repositioned the coil broke which resulted in part of the coil protruding from the aneurysm. Therefore, a root cause of operational context will be assigned to this complaint as it is likely that procedural and anatomical factors caused the performance of the device to be limited.

Event description:
During embolization of a wide neck aneurysm in the internal carotid artery (ica) the tip of the microcatheter came out of the aneurysm during placement of the first coil. As the physician attempted to reposition the coil, it broke at the detachment zone with a portion of the coil protruding into the parent vessel. The physician used two additional stents to pin approximately a quarter of the coil length to the vessel wall. Currently, the condition of the patient is unknown.